Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-00852. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the azurion system failed to boot up. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the suite pc and the x-ray pc, which returned the device to good working order. Philips has started an investigation of this complaint.